Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1,d8, d9, h2, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had damaged cable. It was unknown when the issue occurred. There was no report of patient harm.

Manufacturer narrative:
The potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely.